Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Further company follow-up with the gynecologist is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.